Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal balloon dilation procedure performed on (B)(6) 2024. During the procedure, the balloon burst at 18 mm (7 atm) after 10 seconds of insufflation. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.